Manufacturer narrative:
(B)(4). Medical products: unknown humeral head, unknown stem, unknown taper adapter, therapy date: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06813, 0001825034 - 2017 - 06814, 0001825034 - 2017 - 06815 . It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient has been indicated for a left total shoulder revision procedure due to an unknown reason. Attempts have been made and additional information on the reported event is not available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: pn 115378, ln 453620, humeral tray; pn 118000, ln 590380, taper adapter; pn xl-115367, ln 145660, bearing; pn 113665, ln 503390, stem; pn 110027734, ln 716060, vrs baseplate. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that patient has been indicated for a left total shoulder revision procedure due to dislocation. Attempts have been made and additional information on the reported event is not available at this time.